Event description:
It is reported by the pt to the attorney that since (B)(6) 2011 he had pain in his right hip and that he contacted the physician several times but without any success. In (B)(6) 2011 a revision surgery was performed. It was stated by the physician that the broken nail wasn't visible on the x-rays.

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs department. No add'l info is available at this time. The devices are not available due to the ongoing litigation.